Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Certas valve was not returned for evaluation; however photos were provided: DHR - lot 6907888, conformed to the specifications when released to stock failure analysis - photos of the device were provided by the customer showing the siphon guard separated from the valve: complaint confirmed. Root cause - a possible root cause for the issue reported by the customer, could be due to a sharp or pointed object coming into contact with the device or a hard knock to the valve implantation site, as noted in the IFU silicone has a low cut/tear resistance. However, it was not possible to confirm and identify the root cause of this assumption as the product was not returned for investigation. If the sample is returned, this complaint will be re-opened, and the device evaluated.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: on (B)(6) 2023 a child was hospitalized with a diagnosis of obstructive hydrocephalus. On the same date, a liquor bypass operation was performed on the child and the codman certas plus programmable valve inline valve with siphonguard and accessories was implanted (ref. 82-8805). On (B)(6) 2023 the patient presented with clinical signs of valve dysfunction (lethargy, drowsiness, vomiting) and the child was urgently operated on. Intraoperatively, a valve (distal end) defect was detected. The valve was replaced and the patient recovered.